Event description:
The customer reported that the device would not activate. There was no patient injury. The device was returned and upon initial inspection, the webbing was protruding in two placed from the hinge.

Manufacturer narrative:
(B)(4). The knife did not advance or retract when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. The knife edge was damaged when it contacted the seal plate. The knife was still within the jaws, but the webbing was broken and protruding from the hinge area. The webbing may have broken if force was applied to the trigger after the knife contacted the seal plate. A production screening fixture and a deeper knife slot in the jaw were put in place to help mitigate the occurrence of the knife hitting the back of the seal plate. The device was recognized by the test generator. It was activated on simulated tissue and was found to function normally. We could not confirm the customer's report that the device did not activate.